Event description:
Our affiliate in another country, is reporting that they received an inquiry from one of their accounts reporting that they had 4 separate cases (same surgeon) of post operative reactions to acl repairs using unknown intrafix soft tissue fixation devices. The reaction is described as the patients suffering from "communication" (an opening or connective passage between two structures), there is swelling around the incision, however, the patient's body temperatures are normal. At this point in time we are communicating to our affiliate for details & clarity. [See also associated mdrs # 1221934-2007-00209, 00210 and 00213]

Manufacturer narrative:
At this point in time mitek is trying to gather all of the pertinent details relative to this issue from our foreign affiliate. When all of the information that can be had is had and evaluated, those results will be the subject of a follow-up report.